Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lighttrail tractip laser fiber was used during a laser stone procedure performed on (B)(6) 2019. According to the complainant, during the procedure the fiber snapped. The procedure was completed with another lighttrail tractip laser fiber. There were no patient complications reported as a result of this event.